Manufacturer narrative:
Complaint assessment summary: the issue was reported for the inpen app insights report. Pt device iphone 15 pro max with ios vs 17.3.1, and inpen app vs. 5.7.1.4. Per dexcom IFU ¿ glucose from cgm or bgm is shown in purple with carbohydrates/meal shown in green. Rapid-acting insulin doses are shown as blue filled curves and long-acting insulin doses are shown as blue circles. Use the daily charts to visualize and assess patterns in glucose, insulin, and carbohydrates on a daily basis for the last 7 or 14 days of the report period. The user was confused by the fact that the 30- and 90-days reports do not show more than 14 days of graphical data. R&d was able to reproduce the insights report for 90 days and it only shows the last 14 days of graphical information (screenshot-1.png). The information at the top of the insights report showing average md/dl, missed doses, gmi, glucose variability, calculator usage, and average tdd is the information that changes depending on number of days requested. This information was relayed to the user by tech support. Root cause: none. Insights reports are working properly per IFU. No issue was found with inpen app. Afc code: za14af no issue found. Assessment completion date: april 25, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report generation error, software error. The customer reported no adverse event. The event involved product(s) mmt-8060. Unable to resolve with existing troubleshooting or labeled instructions,issue escalated.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-8060.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.